Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01507. D10: medical products: item#: 115398, comp rvs cntrl 6.5x40mm st/rst; lot#: 047130. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty and began reporting pain approximately a year after the surgery. During evaluation of the patient, it was determined that the glenosphere was loose. Subsequently, the patient underwent a revision surgery, and it was determined that the glenosphere was loose due to the implant being fractured.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01507-1, 0001825034-2023-02246-1. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.